Manufacturer narrative:
The standalone power supply was returned to the manufacturer for analysis. The reported event could not be duplicated by medtronic personnel. Passed all testing and all leds are functioning as normal and fans are operating correctly. No relay or fuses were returned. The device was found to be fully functional with no problem found.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the standalone power supply was replaced to resolve the reported issue. Unrelated to the reported issue, the representative reported that the door winch assembly for the gantry of the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect standalone power supply has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would not complete start up. It was reported that the imaging system would not connect with the interface (umbilical) cable. The reported issue was discovered during testing. Restarting the system and reconnecting the interface (umbilical) cable did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.